Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4). Lead remains in use.

Event description:
It was reported that four days after implant, the patient experienced chest pain and went to the hospital. All tests for perforation were negative including echocardiogram. It appeared that there was evidence of micromovement based on r-waves and capture, so a lead revision was scheduled. The patient returned to the hospital the night before this procedure with acute chest pain. It was determined under fluoroscopy that there was a perforation. The lead was repositioned with no complications and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.